Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system starting up message was displayed, and system was not starting. Upon troubleshooting actions, the fse identified that the issue occurred due to a software defect. Fse reinstalled the software in the suite pc. After reinstalling the software, the system was returned to use in good working order.